Event description:
It has been reported to philips that the allura system had a malfunction. There was no x-ray. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that ippc was not turning on because defect in ippc power supply. The engineer replaced the ippc and power supply, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and health impact codes were corrected.